Event description:
The patient's generator firmware was updated on (B)(6) 2020 to prevent similar resets as previously reported for this generator. Note that prior to updating the firmware, upon interrogation, the generator was found to be in a reset condition due to error code 6. After the update, data review confirmed device was functioning as intended. No further relevant information has been received to date.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that error code 6 was observed on the patient's generator when the device was checked on 08/23/2019. The patient was implanted on (B)(6) 2019 and turned on 08/15/2019. The patient reported that he stopped feeling stimulation prior to this error being observed. The generator was re-enabled. The device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. Review of data from 08/23/2019 confirmed that error code 6 was observed on the device. The data indicated that the reset occurred on (B)(6) 2019. Diagnostics were within normal limits. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date.